Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the pump was turned off during their surgery on friday last week and never turned back on. The patient added "they put in a new tube". The patient mentioned when they tried to use the handset they got "it is enabled". The patient called their healthcare provider (hcp) and was advised to call the manufacturer. The agent reviewed the hcp <(>&<)> patient and technical serivces (pats) role and redirected the patient to their hcp.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.